Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. External and internal visual inspections of unit revealed exposed wiring of cable, right ang ext, 2.5id/5.5od 16awg. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g modem. Initially unit was unable to power on the i3 unit due to exposed wiring of the right-angle ext. In result the unit was able to power on by connecting the end tail of the power supply onto the pes. There were no issues or power malfunctions while using this method. All power cables were able to be used for further testing excluding the defected cable. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home (reference test results provided). CAPA statement: there is a CAPA associated with the reported event; any necessary actions will be implemented by the CAPA. This and similar events continue to be monitored and trended via quality data review.

Event description:
This report is to advise of an event observed during analysis confirming frayed and exposed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.